Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian male patient had impella cp optical pump inserted in the right femoral. The patient had aortic dissection and patient was on do not attempt resuscitation (dnar) and expired. The pump had perforated the left thoracic cavity at aortic arch.